Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced low libido, lethargy, vaginal discharge, yeast hypae and buds, and postmenopausal atrophic vaginitis.

Event description:
It was reported that following insertion the patient experienced low libido, lethargy, vaginal discharge, yeast hypae and buds, and postmenopausal atrophic vaginitis.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder discomfort, urinary frequency, urgency, dysuria, yeast infection, urinary hesitancy, vaginal irritation, and itching.

Event description:
It was reported that following insertion the patient experienced bladder discomfort, urinary frequency, urgency, dysuria, yeast infection, urinary hesitancy, vaginal irritation, and itching.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on 07/30/2002 in order to treat stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.